Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted in the bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the first flange deployed in an incorrect location and missed the bile duct. The axios stent was removed from the patient partially deployed on the delivery system. During removal, the nose cone/tip detached and both the stent and tip got stuck in the scope. The procedure was completed using a non-boston scientific stent. There were no patient complications reported as a result of this event. A photo of the device provided by the complainant shows that the tip was detached and the stent was stuck in the scope. Note: it was reported that the axios stent was intended to be placed to treat a stricture in the bile duct. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed in the bile duct to treat a stricture.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.